Manufacturer narrative:
Philips service reset the mcb and observed the system for cases with no further issues. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: ( B)(4)).

Event description:
It was reported to philips that the console failed to switch on, and the mpdu mcb tripped on an allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.